Event description:
It was reported that customer experienced charging issues. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.